Event description:
It was reported that during a low anterior resection procedure, the device was fired and no crunch was heard, there was only one donut and the washer was not in the device. Another was used to complete the case with no pt consequence. One device to return.

Manufacturer narrative:
Date sent: 7/11/2007. Eval summary: the analysis results found that the cdh25 device arrived in good visual condition with no staples present and with no washer present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the washer was missing; it should be noted that all devices are inspected 100% for the washer to be present and uncut by an automated vision system, and are visually inspected 100% as a final check. In addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue.